Manufacturer narrative:
Final device investigation found that the device was returned with one of the jaw pads missing. Upon evaluation, the trigger, switches and levers were easy to operate, the handle was able to lock and unlock, and blade actuated freely. The device passed continuity and isolation testing. It was not clear at what point the pad fell off. The device history record was reviewed and there were no related discrepancies.

Event description:
It was reported that the device blades did not work, did not seem to be burning. Another device was used to complete the procedure. There was no patient injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was available.